Event description:
The patient reported since initiating prialt in 2007, he began experiencing confusion, memory loss, and "dental hallucinations (feeling like teeth are dirty), tiredness, difficulty walking and visual hallucinations. The patient receives prialt monotherapy via an intrathecal delivery at a dose of 6.5 mcg/day. Concomitant medication include venaflexine, buspar, infibritol, proscar,, trazedone, zedia, vitamins c and b, fentanyl lollipop (3/day), and lidoderm prn. There were no reports of device troubleshooting or malfunction. Additional information has been requested from the hcp, but was not available on the date of this report.